Event description:
Beckman coulter, inc (bec) contacted customer per bec market survey program. Customer reported that the access 2 immunoassay system generated some non-reproducible false positive troponin I (accutni) results. Customer reported that the erroneous results were not reported out of the laboratory. Customer did not provide any data. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation: method, conclusions - customer did not request service from bec. Root cause is unknown. Reagents used in conjunction with access 2 immunoassay system: catalog no: a78803, brand name: access accutni reagent pack, 100 determinations, 2 x 50 tests. (B)(4).